Event description:
The ablation catheter displayed an error after placement into the patient. The catheter was removed and replaced without incident or harm. Manufacturer response for catheter, thermocool smarttouch sf ablation catheter (per site reporter). Per rl, manufacturer notified by site. Product handled by site.